Event description:
Olympus medical systems corp. (Omsc) was informed that during an endoscopic retrograde cholangio-pancreatography (ercp) with sphincterotomy, the facility found that the cutting wire of the subject device was came off from the distal end of the tube when the device was withdrawn from the endoscope channel. The facility reportedly abandoned the sphincterotomy and completed the ercp with endoscopic papillary balloon dilatation (epbd) using uncertain balloon. There was no report of patient injury regarding this report.

Manufacturer narrative:
The subject device referenced in this report was returned to omsc for evaluation. The evaluation confirmed that the distal end of the cutting wire was came off from the fixation portion of the tube, and the fixation tube was deformed and whitened. There were no missing parts in the subject device. Omsc found no abnormalities related to the phenomenon in the subject device and its manufacturing records. Omsc concluded that the cause of the phenomenon was likely due to excessive force caused by user handling. The device instruction manual warns users that "do not move the slider rapidly. This could damage the instrument." "Do not stretch the cutting wire too tightly. This could damage the instrument". This report is being submitted as a medical device report in an abundance of caution.